Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Can you confirm that the needle was removed after additional dissection? During removal, was adipose tissue the only type of tissue that was dissected to remove the need piece? Do you have the needle piece for evaluation? The representative sample was examined for visual inspection and no defects were found on the packing. According the samples condition, no attachment defects were observed and the representative sample met the requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify, did the needle pull off from suture or did the needle physically break into pieces and fall inside patient? The needle separate from suture. What procedure was being done on patient? Excision from a neoplasm of skin right armpit. If the needle or needle piece remained in patient, what tissue structure is it located at? It is located at adipose tissue. Were any measures taken to retrieve the broken piece? The sectional area was expanded with regards to length and depth. Was there any additional tissue damage as a result of searching for the needle? Yes, there was additional damage as I described at point 4. Please verify and confirm, any patient consequences as a result of the device retained inside the patient body? Up to now no patient consequences are existing. Was the patient brought back to or to have needle removed after the initial procedure? Any medical/surgical intervention done so far? Measures taken to remove the broken piece were not successful. I needed more local anesthetic and duration above all. The ¿lost¿ needle was the second trial to close the wound. The first needle to separate from suture was found. Was the initial procedure completed successfully? And how? Yes, see answer #7. Is the patient being monitored for the device retained inside the body? Only the wound was observed. How is the patient's current status/condition? Very good. The synergy form states qty involved as 2 each, were there total 2 needles involved with quality issue during same procedure/patient event? And only 1 needle fall into patient? Please clarify and confirm. The first needle I quickly grabbed but the second needle escaped. I¿m not always a miracle worker and I couldn¿t know that all needles do so.

Event description:
It was reported that a patient underwent an excision of a neoplasm of skin from the right armpit on (B)(6) 2017 and suture was used. During the procedure, the needle pulled off of the suture and fell into the patient. The needle could not be found after a long search. The surgeon opines that the needle remained in the patient. Additional information was requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: is the needle still retained in adipose tissue of patient arm? ¿yes, the second needle¿ what size of the needle is retained (more than half)? ¿the whole needle¿ can you confirm that the needle was removed after additional dissection? ¿no¿ during removal, was adipose tissue the only type of tissue that was dissected to remove the need piece? Do you have the needle piece for evaluation? ¿no¿